Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of less than 2 seconds. It was discussed a potential lead replacement. This lead was explanted and replaced. This lead is not expected to be returned. No further adverse patient effects were reported.